Event description:
Rptr dissatisfied with synvisc hylan - states not effective. Requested reimbursement from MFR which was declined in letter dated 4/4/00. States that had 3 injections, the first in 2000 and each injection one week apart. Experienced swelling in knee during course of treatment.